Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate hv therapy. Review of the stored egms revealed af with rapid ventricular response. The patient will follow-up with local cardiologist for medical therapy changes.

Manufacturer narrative:
UDI (di): (B)(4).